Event description:
It was reported that when the customer pushed the button on the 9800 system, the system ramps up to 120kvp. No patient was injured.

Manufacturer narrative:
The service rep replaced the igbt snubber board. The system operates as intended.